Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the device performed to specification. However, the reported malfunction was observed after review of photographic data provided by the customer. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal error occurred - system reset required" message. Complainant indicated that there was no patient involvement in the reported malfunction.